Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient originally had a depuy mom implant, revised to a depuy poly - ceramic 2 years ago. Patient was still in pain, so the dr. Revised the depuy shell to a titanium revision shell (B)(6) 2015, opting to leave a well fixed depuy stem in place. Patient came in for 1 year follow-up, still painful and by x-ray, was diagnosed with a loose acetabulum ((B)(6)). This is being replaced by a zimmer/biomet titanium shell.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient originally had a depuy mom implant, revised to a depuy poly - ceramic 2 years ago. Patient was still in pain, so the dr. Revised the depuy shell to a tritanium revision shell (B)(6) 2015, opting to leave a well fixed depuy stem in place. Patient came in for 1 year follow-up, still painful and by x-ray, was diagnosed with a loose acetabulum (stryker). This is being replaced by a zimmer/biomet titanium shell.